Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified proximal left circumflex (cx) artery. Predilation was performed. The physician was unable to cross the lesion with a 3.00x16mm promus element stent. Eventually, the stent slightly moved on the balloon. The physician removed the device outside the patient without stent dislodgement. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).